Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the probe wipe to resolve the issue. This MDR is related to MDR 1061932-2014-02598 for a similar event at the same customer facility on a different date. (B)(4).

Event description:
On (B)(6) 2014, the customer reported flagging of the white blood cell (wbc) and differential results, as well as platelet results for controls and patient samples when using the coulter act diff analyzer. There were no erroneous test results reported out of the laboratory associated with this event. There was no death or injury, or affect to patient treatment, associated with this event.